Event description:
Pt was treated in february 2004. Pt developed a dimple near upper corner of mouth; in nasal labia fold groove at about four to six weeks post treatment. The dimple is circular and about 3mm wide and 2.5mm deep. Most current follow-up in 01/2005; the pt had restalyne injected into the naso-labial fold.